Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patient's younger age at implant may have contributed to this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), 'the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve.' The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of five (5) years, two (2) months due to pulmonary regurgitation. The tpvr was performed with a 26mm 9750tfx transcatheter valve successfully. The patient tolerated the procedure well and was discharged home on pod #1 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
Additional manufacturer narrative: regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 25mm aortic pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of five (5) years, two (2) months due to pulmonary regurgitation. The tpvr was performed with a 26mm transcatheter valve successfully.